Manufacturer narrative:
On (B)(6) 2020 mentor became aware that unintentionally selected "no" for h5 in initial submission. The correct answer is yes. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture, and capsular contractures unknown baker grade. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with unknown silicone breast implants which the patient experiencing bilateral rupture, and capsular contractures unknown baker grade after implantation. Patient states that her breasts are hard and painful since three (3) years ago, gained weight, and implants are flat and saggy. The issue of rupture confirmed by the physician via MRI examinations. As a result, patient scheduled for removal on (B)(6) 2020. This report is for the right prosthesis.